Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increased pain, rib and stomach pain, could not urinate, and leg weakness when the device was turned on. The patient had sharp pain where the device was located and that it become hot after charging. The patient could not hold a charge. It was also reported that patient's back was sensitive where the leads were located. Imaging test revealed that the leads were in good position. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #:(B)(4), description: linear lead with enhanced stylet, 50cm. Model#: sc-4316, lot #:16942480, description:next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing increased pain, rib and stomach pain, could not urinate, and leg weakness when the device was turned on. The patient had sharp pain where the device was located and that it become hot after charging. The patient could not hold a charge. It was also reported that patient's back was sensitive where the leads were located. Imaging test revealed that the leads were in good position. The patient will undergo an explant procedure.